Event description:
It was reported that the customer experienced high blood glucose. Customer's mother stated that the customer has been waking up with high blood glucose when using the new insulin pump. Customer woke up with blood glucose of 400 mg/dl and she changed the infusion set and sent her to school but then the nurse called and let her know that the customer was running high at school and changed the set again but woke up the next morning high again so they decided to revert to the old insulin pump. She is waiting to speak to the doctor to make sure the settings are correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.